Event description:
On (B)(6) 2010, the pt underwent a procedure using three gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. Three months prior, the pt underwent abdominal aortic aneurysm (aaa) bypass surgery. The bypassing surgeries (-sma, -celiac and -both renal arteries) from the aorta using the vascular grafts were also performed. Tag devices were accessed from the conduit anastomosed to the right common iliac artery. On (B)(6) 2010, the pt developed a fever and went to the hospital. A computed tomography (CT) revealed the aneurismal sac was infected. The physician thought there was possible infection of the tag devices and treated by antibiotic. This was not effective. On (B)(6) 2010, the physician advanced the drainage tube under the CT guide and started to administer the antibiotic agent through the tube. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that the lots met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include infection (e.g., aneurysm, device or access sites), and reoperation. Additional devices implanted and/or related to this event: tgt3420/7750959 and tgt4020/7995346.